Event description:
It was reported that during a laparoscopic cholecystectomy, the device started scissoring on the fourth or fifth firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.